Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was "stuck" in standalone mode. They had to disconnect and re-connect the umbilical multiple times before the image acquisition system (ias) and mobile view station (mvs) would connect. They then took a 2d image and the image did not transfer to the mobile view station (mvs). There was less than an hour delay to the case. No reported impact to the patient. The site was not able to use a secondary method to transfer the images. They shut down the imaging system and finished the procedure with the c-arm.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: bi71000167, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). The manufacturer representative went to the site to test the imaging system. They performed a visual and electronic voltages check. They verified all voltages on the ps1 within specifications. 5 volt set at 5.10 volts. They checked and verified the battery charging process. All passed and with no issues. They replaced the damaged umbilical cord. Performed a system checkout and gain calibration. All passed and with no issues. Performed fluoro and 3d scans . No issues found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. Analysis found that the software of the imaging system functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, lot/serial #: 642 h3) the umbilical cable was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was confirmed. Visual inspection confirmed that the umbilical cable ground wire was cut. The umbilical cable passed continuity test and was installed into a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.